Manufacturer narrative:
Uf/importer rpt number: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the surgeon felt resistance when attempting to remove the catheter once capsule was deployed. Device disassembled by breaking the handle which releases the capsule and permitted removal of catheter. Endoscopically confirmed the capsule was not attached. Retrieved with a net and another capsule with same lot number placed. Again, resistance was felt and once they broke the handle, the catheter was removed and endoscopically confirmed capsule placement.